Event description:
It was reported, "patient was admitted to the hospital on (B)(6) 2024 and given an infusion port for non-invasive needle placement, and on (B)(6) 2024 the nurse found an obvious crack in the connection between the infusion port and the positive pressure connector, which was replaced by the nurse. No direct injuries were made." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.